Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. Device labeling: "the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue, atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases." "Patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope."

Event description:
Healthcare professional reported unspecified side "te rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, mold black, crease fold and blue particles. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is a sharp opening on plug strap disk shell is due to an unidentified (tear) opening.

Event description:
Healthcare professional reported unspecified side "te rupture". The device has been explanted.